Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission, non-sustained rv oversensing episodes due to pvc sensing were observed. There were also missing hv lead impedance measurements on the trend. Inappropriate programming settings were suspected. Programming changes were suggested.